Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a tka surgery for osteoarthritis of the left knee. When a nurse opened the implant, the plastic part of the casing inside the outer box was found to be deformed and mushy, as if it had been melted by heat. After checking, the surgeon determined that there was no impact on the sterility of the implant, so the surgeon used the implant. The surgery was completed successfully with no surgical delay. The actual casing will be returned by the hospital. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.